Manufacturer narrative:
Was reassessed and determined to be non-reportable.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient fell post operatively and cut the incision open. Surgeon decided to open her up to make sure nothing was wrong, washed her out and switched out the poly.